Manufacturer narrative:
A product sample has been received, by the manufacturer. And it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5. And h.6. Additional information provided in d.9. And h.10. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon stated the blades seemed to be angled oddly.

Manufacturer narrative:
One opened knife loose in a pouch was received. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge, no other defect was observed. The sample was dimensionally inspected and was found to be conforming. The blade angle met the product drawing specification. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with a damaged cutting edge of the knife which could be reported as a small burr by the customer. How and when the edge of the knife became damaged could not be determined. The returned sample was found to be dimensionally conforming, therefore an angled oddly knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample is removed from the lot and scrapped. No actions were taken for the angled oddly customer report due to the knife angle met specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an ophthalmic blade with small bur. An alternative blade was obtained in order to complete the procedure. Additional information received from the company representative who indicated there was no patient harm and no medical or surgical intervention were required. This is one of two reports.